Event description:
It was reported that while unpacking, during the process of placing the ureteral stent, it broke into two parts. As per follow up information received on 03sep2022, there was no patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." The actual/suspected device was inspected.

Event description:
It was reported that unpacking, during the process of placing the ureteral stent, it broke into two parts. As per follow up information received on 03sep2022, there was no patient involved.